Event description:
It was reported that the device was used during a surgical procedure. The cutter jaw would not open. The handle was repeatedly closed and opened without success. The device was finally pried off of the tissue. The staple line looked ok. The or time was prolonged by 5 minutes. Note gap between distal end of tube and articulation of joint on device. There was no consequence to the patient.